Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a sensing anomaly and high current drain. The unit paced in a fixed rate mode at any rate setting.